Event description:
The pt was implanted with a paddle lead on (B)(6) 2010. Stimulation could not be captured due to high impedance values. The physician repositioned the lead on (B)(6) 2010. Stimulation was captured post-operative and coverage was effective. F/u on the pt revealed that her stimulation coverage is inadequate. Reprogramming was attempted but proved unsuccessful. The pt was scheduled for an x-ray to confirm appropriate lead location; however, she canceled the appt and, according to the physician's office, has not rescheduled.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.